Event description:
It was reported that the siderail had a false latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The model and serial number have not yet been provided.

Manufacturer narrative:
Updated b5.

Event description:
After further investigation, it was found that the device reported on was a non-stryker device.